Manufacturer narrative:
No device deficiency reported. Evaluation of returned device found no deficiency. It cannot be determined from the information provided if an air embolism occurred and if so, what device or devices caused or contributed to the embolism. However, treatment was provided to the patient. The sheath cannot be conclusively excluded as a possible cause for this event. Air embolism is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, st segment elevation was noted when the ablation catheter was inserted. Coronary angiography did not confirm an air embolism but the possibility of coronary spasms was suggested. Medication was administered and the st segment elevation was no longer observed. Echocardiography found no abnormality in the motion of the atrial wall, suggesting there was no damage to the cardiac muscle. Review of the procedural data confirmed the st segment elevation occurred prior to the introduction of the ablation catheter. The patient exhibited no post-procedural effects from the event. In addition to the ablation sheath, three different catheters from other manufacturers were used to treat this patient. Two different diagnostic catheters were used, with the catheter exchanges occurring before the st segment elevation occurred. It was also reported that it took nearly an hour to introduce a third catheter into the coronary sinus, again prior to the event. However, the treating physician could not conclusively determine the cause of the st segment elevation. Because the sheath cannot be ruled out as a cause, this MDR is being submitted.